Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit, to fix the issue the fse replaced the mains reel with one supplied by the customer which corrected the issue. A new mains reel is to be delivered to the customer, unit passed all functional tests and was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use it was observed that the cardiosave intra-aortic balloon pump (iabp) had the mains cable insulation that had been compromised. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,h2,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional fields: e1(event site postal code: (B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of mains cable insulation has been compromised. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and found the error. New mains cable reel fitted (d012-00-1688-24) to the cardiosave balloon pump mains reel supplied by the customer. New mains reel to be delivered to the customer. All functional and safety checks performed to meet factory specification. Unit returned to the customer and cleared for clinical use.

Event description:
N/a.